Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed error 1861. Troubleshooting was performed but the alarm persisted. A continuous infusion rate of 2.3ml/hour had been programmed, with a total reservoir volume of 28.3ml, but the pump showed 77.75ml delivered. No patient harm was reported. There was a patient involvement.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.